Manufacturer narrative:
Retainer ring = black the pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download, verify missing segments/partial display and perform the self test and displacement test due to blank display. The pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No moisture damage on the electronic assembly, battery tube, motor, vibrator and keypad assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The pump was unable to power up. In conclusion, the pump had a blank display, problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.